Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Suplemental #01. (B)(4).

Event description:
Procedure: lap appendectomy. According to the reporter: during the procedure on (B)(6), the instrument misfired causing improper staple formation as the knife blade did not move. At 4th day after the procedure, there was noticed free liquid in abdomen during a sonography. Post-operatively there was bleeding and the surgeon believes the bleeding was caused by omentum majus. The post-op bleeding was corrected by the laparoscopic revision of the abdomen. The blood loss was 500-700 ml, however, the patient has been discharged from the clinic on (B)(6), 2015.